Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Same pt event as MDR 8031020-2011-00168.

Event description:
It was reported that, "the power bit was twisted and could not function. The screwdriver tip was sheared off."